Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No air bubbles present during testing using water fill test reservoir. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 472 mg/dl. The customer's blood glucose was 460 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find leaks and setting issues. The customer stated that they found a large air bubble along the tubing. The customer also stated that they found that the cannula was bent. The insulin pump failed high pressure test during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.